Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that when the sensor was removed the area where the sensor wire was located was tender and there was a little bump. There was also a little brown scar mark at the sensor insertion site. No treatment was performed and no medical intervention was reported. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.